Event description:
It was reported to globus that x-rays show transition rod assembly came apart. It was reported patient fell prior to breakage discovery. The original surgery in (B)(6) 2013 was a posterior lateral fusion with transition at l4-l5. Revision surgery took place (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no part number or lot number was provided. The complaint is still under investigation, as return of the implant is pending. A supplemental report will be filed when results of this investigation has been completed. Information in section d2, d4, and h4, will be provided in the supplemental report.